Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor resister. The device passed the displacement, rewind, basic occlusion, occlusion and no delivery test. No motor error alarm or unexpected beeping noted. Motor passed motor test. Pump received with cracked display window corner, reservoir tube lip,minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 100 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.